Event description:
It was reported that resistance was noted during catheter removal and that the catheter had stretched and broke into two pieces. F/u indicates that the distal portion remained in the pt and that the pt is fine.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and the sample submitted. Received one complete catheter (catheter 1) and one partial catheter (catheter 2) for eval and investigation. Visual examination of the first catheter revealed was received complete and fully intact. Visual examination of the second catheter revealed that it was overstretched and was broken at the infusion segment. The distal tip was not received. Based on this info received and the eval of the catheter received, the technique used in the removal of the catheter most likely contributed the reported incident. A review of the lot history indicated that it was the only complaint for this lot. The device history record was also reviewed, and all mfg operations were found to be within spec. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled. "Tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (B) (4). It is worth noting that I-flows catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days, complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.